Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2012. Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there had been undefined high impedance for the past several years, with the right ventricular (rv) lead also noted to be fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.